Event description:
It was reported that the transmitter was exposed to lightning and the power cord became burnt. The device would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.